Manufacturer narrative:
The reported event was addressed with phone support. Troubleshooting was performed by intuitive surgical, inc. (Isi) technical support engineer guiding the staff through reseating the camera on the usm and then burping the port clutch, after which the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the camera image appeared flipped upside down. The tse walked the customer through reseating the camera on the universal surgical manipulator (usm) and "burping" the port clutch. After doing so, the reported problem was resolved. The procedure was completing as planned with no reported injury.